Event description:
It was reported through litigation process that approximately one week four days post port placement through the right internal jugular vein for chemotherapy treatment for breast biopsy, the patient developed pain, swelling and jugular vein thrombosis. It was further reported that patient was diagnosed with bacterial infection and sepsis. Reportedly, the infected port was removed and new port has been implanted. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection, pain, swelling, sepsis and thrombosis issues as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.